Event description:
Information was received via the department of health and human services/food and drug administration via report # mw5061893. It was reported that the patient was hospitalized and the baclofen pump was explanted due to pump failure.